Manufacturer narrative:
The team in (B)(6) has discarded the impella pump in december of 2019 when this patient was treated. There can be no investigation into the nerve palsy or renal failure being caused by the device. Further clinical details have been asked of the team in (B)(6), but due to the covid 19 virus the information gathering is hampered. Upon the completion of the investigation a final report will be filed.

Event description:
The medical team in (B)(6) admitted a patient suffering from an acute myocardial infarction and cardiogenic shock and was found to have left main coronary artery occlusion. The team placed an impella cp for hemodynamic support and did a coronary intervention. The impella successfully supported the patient for 9 days and was explanted. Months later the medical team notified abiomed (B)(6) of adverse events that took place during the impella support. The patient had an underlying renal history and the team alleged that the renal function further deteriorated on impella support. Also, the team had limb palsy issues that were attributed to positional and compression issues the nurses had with the impella pump. There was an allegation made of peroneal nerve palsy, which was treated with rehabilitation and the wearing of orthotic.

Manufacturer narrative:
Since the initial report was filed the investigation has concluded. The medical team in (B)(6) did not return the pump product for analysis and hemolysis testing. The data logs were returned and analysis was done. Logs revealed no evidence of pump positioning or suction alarms that would be inclusive of hemolysis events and eventual renal failure. The root cause of the renal failure could not be determined without product return. In addition, the history of chronic kidney disease prior to insertion is of note as a probable cause of the renal failure. The failure mode will be monitored and trended.